Event description:
It was reported to philips that there was an error message indicating the system was unable to perform fluoroscopy. The user performed a reboot, but the issue persisted. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.